Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the lemo connector to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
The event was reported while testing the connector, it was very loose in both the blue and green ports of the control module. They made sure the blue rings were removed from underneath the connectors of the handheld holster and the blue cable connector was still loose. No pt involvement occurred.